Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal did not deploy after being loaded. The hospital did not report any patient effects. The product is not returning. During preparation, the customer loaded the seal into the delivery device by following the procedure. However, the seal was not deployed. No patient injury was reported.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal did not deploy after being loaded. The hospital did not report any patient effects. The product is not returning. During preparation, the customer loaded the seal into the delivery device by following the procedure. However, the seal was not deployed. No patient injury was reported.